Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was could be either a faulty printed wiring assembly board (pwa), faulty motor or faulty optical sensor. As a result, faulty printed wiring assembly board (pwa), faulty motor or faulty optical sensor will be replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 41622, and red screen and was blocked. There was a patient involvement, no patient injury was reported.